Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead (only distal portion) was returned in one piece. Visual inspection found, an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event, observed during analysis.